Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient was implanted with a bard/davol sepramesh device. The attorney's report alleges unspecified injuries related to pelvic repair surgery.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's intraoperative sticker page only. We have contacted the initial reporter to request additional info and to request a return of the device for evaluation. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.